Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were leaking from an undefined location. Customer loaded a new cartridge to address the issue. The customer's blood glucose level was over 600 mg/dl, the elevated bg was addressed by a correction injection via manual insulin therapy.